Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient sustained a head trauma on (B)(6) 2015 resulting in dislodged internal magnet. Subsequently on (B)(6) 2015, the patient underwent revision surgery to have the internal magnet replaced. The implanted device remains.